Manufacturer narrative:
S/w 3.0d unit had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, cracked case at display window corners, scratched reservoir tube window, stained address/serial number label and stained end cap sticker.

Event description:
Customer's spouse reported via phone call that insulin pump had cracked reservoir compartment. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.